Event description:
It was reported that the customer's insulin pump was malfunctioning and is cracked. Caller stated that the insulin pump up button does not respond and when customer presses the act button the insulin pump started delivering 14 units on its own. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to an unlocked connector on the lcd board. Cracks on the case, reservoir tube, battery tube threads and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.